Manufacturer narrative:
One used medex hemodraw closed blood sampling system. Upon visual observation it was verified that the product was complete and assembled according to the current drawing. The returned device was separated between the red dash tubing and the top of the reservoir. Closer observation of the tubing tip by unaided eye showed there could be traces of solvent. The device history record was reviewed and there were no nonconformities, excessive scrap level, or any other relevant issues detected. The complaint was confirmed, but no root cause was determined.

Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a medex¿ hemodraw® closed blood sampling system was unable to be used due to spontaneous tube disconnection. The issue was observed prior to patient use. No patient injury was reported. See MFR: 3012307300-2017-00847.